Event description:
Reportable based on device analysis completed on 02 feb 2024. It was reported that catheter issue occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion, but the catheter was kinked and could no longer show the image. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed the imaging core was twisted and the imaging window detached.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath was kinked, the imaging core was twisted, and the imaging window detached. It's important to mention that the imaging window didn't return for the analysis. Microscope inspection also revealed the imaging core was twisted and the imaging window detached. Impedance testing shows an electrical open at proximal 120-130 cm wave form.